Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. The customer's mother did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.